Event description:
Procedure: gastrectomy. Reportedly, the stapler was fired across the stomach and did not form staples. When the stapler was released the stomach contents emptied into abdomen. A different product was used to finish the procedure.